Manufacturer narrative:
(B)(4). Stress urinary incontinence. Dyspareunia. Emotional damages. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that following insertion the patient experienced stress urinary incontinence, dyspareunia, and urinary tract infections. The patient also experienced mental/emotional damages; the mesh has caused a traumatic experience and has caused suffering. Intimacy between the plaintiff and her husband has been affected due to severe pain during sexual intercourse. This has caused much stress. Patient experiences incontinence and causes her embarrassment.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017.